Event description:
On 7/2001, the user facility informed the MFR of an incident. The user facility stated the MFR would receive a medwatch report via us mail. On 8/2/2001, the MFR received a medwatch report (uf#360095-2001-0011) from the user facility that states the following: this pt with a history of metastatic lung cancer was brought to the emergency dept to have their device evaluated. According to the nurse at the nursing home, the device would not work. An angiogram was done, which showed near occlusion of the device with some extravasation of the contrast around the device. Pt was then taken to surgery on 7/2001 for removal and replacement of the device. Pt tolerated the procedure well.